Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the retractor instrument insertion issue happened during the instrument replacement on usm 3 from the monopolar curved scissors (mcs) to the large needle driver instrument. The configuration of the system was 4th, 1st, 2nd, 3rd (two left hand arms).

Manufacturer narrative:
The customer removed the prograsp forceps instrument from the universal surgical manipulator (usm). The usm 4 position and the remote center was corrected using the port clutch function and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The customer did not issue the return of the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, during the anastomosis, the prograsp forceps instrument installed on the universal surgical manipulator (usm) 4, left its proper position by itself without any activation from anyone/no contact and no collision. It appeared on the screen like entering/inserting. When the surgeon visualized it, they realized that the remote center was about 3-5 cm inside the abdominal cavity. The instrument was removed from the usm, the usm 4 position and the remote center was corrected using the port clutch function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer during the instrument manipulation by the surgeon, from the surgeon console. There was no instrument-to-instrument or arm-to-arm interference. They double-checked with all or staff and confirmed it. There were no external collisions (e.g., a collision between the system arm and external or equipment and staff). There were no messages or faults on the touchscreen monitor or in the 3d viewer. There were no instrument changes during the issue. When the problem occurred, the surgeon visualized the instrument from the cannula tip to the instrument tip. The patient-side assistant removed the instrument from the arm, re-fixed the remote center, and then inserted the instrument under visual control, and the issue did not happen anymore. No intermittent was identified. The sterile drape is not available for return, and no sterile drape lot number can be identified. No damage or anything out of the ordinary was noticed on the system. There was no video recording available during the case. The issue occurs once at the end of the procedure, about 2 hours after its start.